Event description:
Additional information received reported the cause of the alarm was determined to be due to a scheduling error. The patient recovered without permanent impairment.

Event description:
Additional information received reported the scheduling issue was due to the secretary not reading the scheduling note correctly and setting up the appointment too far out. The critical alarm was due to the pump being empty.

Event description:
It was reported that a pump alarm was heard; telemetry was not yet performed. The reporter stated that the patient either missed a refill appointment, or the office scheduled her incorrectly. The patient¿s alarm date was (B)(6) 2014. The patient stated that she just heard the alarm on (B)(6) 2014, and the critical alarm was going off; it was unknown if an empty reservoir had occurred. The reporter stated that the patient was not reporting any withdrawal symptoms, but the patient had not yet been seen to assess the patient¿s spasms. The pump was being used to deliver baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).